Event description:
It was reported that the bd alaris secondary set separated and leaked. The following information was provided by the initial reporter: the tubing detached - where the drip chamber attaches to the tubing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set separated and leaked. The following information was provided by the initial reporter: the tubing detached- where the drip chamber attaches to the tubing.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 11448964 lot number 22029080 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04feb2022. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.